Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date changed to unknown. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tmm4b13, (imp tm 4.1mm mtx,13mm) for evaluation. Visual evaluation was performed, the returned implant had signs of use with bone debris on its external threads. The implant collar was fractured. Evidence of a fractured screw fragment can be seen inside the implant's internal drive feature. However, the returned implant was not identified as reported. Returned implant was identified as tmm4b13. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tmm4b13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : implant based on the investigation and risk management file review , the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured and had a fractured screw stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
It was reported that two screws fractured inside the implants at tooth sites 12 and 15 and the implants fractured at the collar of the implant. Implant were removed and during removal process, removal tool got stuck inside one implant. Patient will have to return to place new implants.